Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to and evaluated by zoll (B)(4). The customer's reported complaint of autopulse platform displaying system error upon power up was confirmed during archive review and functional testing and was attribute to a defective processor board. During functional testing, the autopulse platform displayed ua 132 upon power up. The processor board was replaced to remedy the user advisory. After replacing the part, the platform was run for approximately 30 minutes and there was no problem found a review of the platform archive was performed and user advisory (ua) 132 (internal watchdog timeout) message was observed on 10/4/2016. A visual inspection of the returned autopulse platform was performed and found corrosion inside the device which was unrelated to the reported complaint. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). This platform was manufactured on 12/17/2014.

Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during shift check, the autopulse platform (sn: (B)(4) displays "system error: out of service" when powered on. No patient involvement was reported.